Event description:
Event description boston scientific received information that these right and left ventricular leads exhibited loss of capture due to a reported adapter malfunction. A device upgrade procedure was performed, the adaptor was removed and the right ventricular lead was surgically abandoned and replaced. This was a dual chamber pacemaker, being used for off label purposes, had a non boston scientific adapter in which the right and left ventricular leads were attached for therapy. No adverse patient effects were noted.